Manufacturer narrative:
B3: event date unknown. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing with the occlusion tester, and downloading the event history logs, the pump was found to have a damaged downstream occlusion (dso) seal and defective dso sensor. The customer problem was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and sensor.

Event description:
It was reported that it was stated, "cassette not recognized". The breakdown occurred during their pre-intervention tests, so there was no patient present.